Event description:
The surgeon was using the conmed suction and reported it was not working properly. The suction was not staying on continously. The equipment was changed after checking all connections. The second machine was doing the same thing, it would suction but not continuously. The filter was replaced but that did not correct the problem. All connections were checked and all connections proved to be tight. A third unit was bought in and it was also not suctioning continuously. The staff offered to replace the disposable device, but the surgeon declined. The surgeon had difficulty viewing the site of the bleeding due to the lack of continuous suction. Blood loss was estimated at 100ml. All machines were sent to biomed. One of the three machines proved to be slightly "weak" but not to the extent that it should have caused a problem.